Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found to be damaged in a manner consistent with cross-threading the blocker into the mating pedicle screw during attempted assembly. The cause is likely unintended use error associated with the cross-threading. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the threads of four blockers were broken during installation and the threads of two blockers were broken during final tightening within surgery. They were all removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts. This is report five of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00008 thru 3003853072-2019-00013.

Event description:
It was reported that the threads of four blockers were broken during installation and the threads of two blockers were broken during final tightening within surgery. They were all removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts. This is report five of six for this event.